Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca.  The root cause for the shorted igtbs could not be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor delivers pulse below lower limit.